Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the hardware removal, the 3 proximal screws and 1 shaft screw coldwelded to the plate and the screw heads stripped out. This caused a 1.5 hour delay.